Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited atrial undersensing. Technical services (ts) reviewed device data and determined that the p wave amplitude was at 0.5 mv, and the atrial sensitivity was set to fixed 0.5 mv. The current programming provided no safety margin. Ts recommended reprogramming the sensitivity and blanking period. This pacemaker remains in service. No adverse patient effects were reported.